Event description:
After post dilatation of the stent, the balloon could not be removed through a 6f pinnacle sheath. The balloon and sheath were removed as one unit. A new introducer was placed.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number is unknown. Neither the catheter or the introducer sheath were returned for eval. The results of this investigation are inconclusive. It should be noted that this device is not indicated for use in stent dilatation.